Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6(investigation findings, component codes, investigation conclusion).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had a gas loss alarm and auto r wave deflate message. There was no harm or injury reported.